Event description:
This is a report by a nurse with supplemental information provided by a consumer in the USA of vomiting, diarrhea, and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for automated peritoneal dialysis (apd). Dianeal therapy was ongoing. During a call with baxter technical services (bts) regarding assistance with the homechoice device, the following was reported. On an unreported date, the patient experienced vomiting and diarrhea. On (B)(6) 2012, the patient was hospitalized for the events. On that same day upon admission, the patient was diagnosed with peritonitis. On an unreported date, the patient was treated for the peritonitis with vancomycin (2 grams, ip for 14 days). On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was unknown. Per the nurse, the cause of the vomiting and diarrhea was due to the peritonitis. The patient was considered to be recovering from this episode of peritonitis. This peritonitis event was considered unrelated to baxter products.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. A batch review was conducted of the suspect lots and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.